Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported complaint could not be verified. The product was damaged and this damage was not mentioned by the customer. Solution with blood was observed on the returned product. The optical resolution was acceptable and the diopter was within the acceptable range for a 25.5 diopter lens. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated a qualified cartridge was used with a unspecified handpiece and the viscoelastic used was unqualified. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause for photic phenomenon or dissatisfied unspecified; however, the lens was damaged. Due to the presence of surgical solution with blood, the damage is potentially related to customer handling. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There is one other similar complaint reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was received. (B)(4).

Event description:
A customer reported that following an intraocular lens (iol) implant procedure, the lens was exchanged in a second procedure. Additional information was provided by a certified ophthalmic assistant that the patient experienced glare, that in the surgeon's opinion, is caused by the iol's diffractive optics.